Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male underwent an idiopathic ventricular tachycardia procedure with a smarttouch bidirectional catheter. During mapping, the patient became bradycardiac, pale, diaphoretic, and complained of extreme hip pain. The physician assessed this as a possible retroperitoneal bleed. No information regarding diagnostic confirmation was available. Bradycardia was treated medically. During the transseptal phase, using a st. Jude brk needle, a pericardial effusion was noticed and confirmed with an intra-cardiac echocardiogram. A st. Jude 63cm sheath was used. Pericardiocentesis was performed yielding 1.2 liters of fluid. Procedure was aborted prior to any ablation being performed. The patient did require extended hospitalization for one day. The physician stated that he would remove the drain that was placed during the intervention the next day and then he would observe the patient for 24 hours following removal of the drain. The patient was reported to be in stable condition at the time the complaint was reported. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and it passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant product: carto 3 system; model #: m-4800-01; serial #: (B)(4). Smartablate generator; model #: m-4900-07; serial #: (B)(4). Smartablate pump; model #: m-4900-08; serial #: (B)(4). C3 cs refstar ¿ deflectable catheter; model #: d-1285-01-s; lot #: 17172473m. Acunav catheter; model #: m-5723-09; lot #: unknown. Non biosense webster - st. Jude brk needle. Non biosense webster - st. Jude 63cm sheath. (B)(4).

Event description:
It was reported that a (B)(6) male underwent an idiopathic ventricular tachycardia procedure with a smarttouch bidirectional catheter and suffered a possible retroperitoneal bleed and a cardiac tamponade. During mapping, the patient became bradycardic, pale, diaphoretic, and complained of extreme hip pain. The physician assessed this as a possible retroperitoneal bleed. No information regarding diagnostic confirmation was available. Bradycardia was treated medically. During the transseptal phase, using a st. Jude brk needle, a pericardial effusion was noticed and confirmed with an intra-cardiac echocardiogram. A st. Jude 63cm sheath was used. Pericardiocentesis was performed yielding 1.2 liters of fluid. Procedure was aborted prior to any ablation being performed. The patient did require extended hospitalization for one day. The physician stated that he would remove the drain that was placed during the intervention the next day and then he would observe the patient for 24 hours following removal of the drain. The patient was reported to be in stable condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event is that it was procedure-related and that he feels the effusion may have occurred during transseptal puncture of the left atrial posterior wall. There was no error message observed on the biosense webster equipment during the procedure. There were no complaints of malfunction of any biosense webster products used during the procedure. The patient did receive anticoagulation therapy during the procedure with acts maintained in an unknown range. Settings during the event include: flow setting 2et to maintenance rate of 2ml/min. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.